Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump was not delivering insulin properly. Customer's blood glucose (bg) was 300 mg/dl at its highest. To address bg, customer either changed out the infusion set or administered an insulin injection. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.

Event description:
Tandem technical support provided customer with additional information regarding the function of the cartridge and pump. Customer confirmed that he does not use cartridges beyond labeling. Customer reported overall satisfied with the tandem pump and required no further assistance.